Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿bronchial thermoplasty reduces gas trapping in severe asthma¿. The following is a summary of the literature: this study evaluated changes in measures of gas trapping by body plethysmography. Retrospective analysis. The literature study period was from june 2014 to december 2015. The procedure was performed on 32 patients. Bronchial thermoplasty improves gas trapping and this effect is greatest in the most severely obstructed patients. Bf-q190 was used for the procedures. Among the targeted procedures, 1 case was reported for right upper lobe pneumonia and 1 case was reported for lobar collapse in the procedure. The user facility states that no patient required treatment in the intensive care after the procedure, and there were no instances of prolonged hospital stay post procedure. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. Therefore, omsc will submit 2 medical device reports depending on the number of adverse events. This report is 1 of 2 reports for right upper lobe pneumonia.